Event description:
Four patients from the ER are troublesome: etopic pregnancy, fn urine, serum quant 650, sg=0.019. Known pregnancy, serum quant 107,244, urine was twice fn; new canister was open and positive result was obtained. Fn urine, serum quant=32. Fn urine, serum quant=58. For patients 3&4 customer suspects that hydration status could affect urine hcg level, customer was not sure if it was first morning specimen. Understands that the urine hcg level may have been <20miu/ml, the lod. The customer was not able to confirm that all four fn were obtained with use of the strip from the same lot number.

Manufacturer narrative:
Retain sample evaluation pending.